Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. It was noted that the lead exhibited r wave amplitude variation. All other parameters were within normal range. After repositioning for a few times, the lead was explanted suspecting helix issue. A new lead was implanted successfully. The patient was in a stable condition.